Event description:
The customer reports that it was impossible to insert a probe inside the device. An endoscopy showed that the device was twisted which limited the space to insert the probe and would not let o2 circulate properly inside. The pt was desaturating. During endoscopy, they manipulated the device in order to get rid of the twist and straighten the tube. They then competed the procedure as scheduled. No adverse pt event. The customer stated the tube was straightened out during an endoscopy then procedure proceeded as scheduled.

Manufacturer narrative:
(B)(4). The report indicates a sample will be returned for analysis. If the sample is received at a later date, a sample analysis will be performed and a summary will be submitted in a supplemental report. Info has been added to the database and trends will continue to be monitored.